Event description:
Wheelchair turned over through no fault of the operator of the product. This incident caused further damage to the spinal cord, which was already deteriorating. Diagnosis or reason for use: fibromyalgia, deterioration of disk.